Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no alert/notification occurred. On 4/26/2024, the patient experienced an issue with the alert and notification settings. Right after eating dinner, the patient felt dizzy and nauseous. She was sick to the point where she had to go to the hospital. There were no bg (blood glucose) readings taken. Her cgm (continuous glucose monitor) was reading 295 mg/dl when she felt the symptoms, and her high alert was set to 220 mg/dl and she didn´t received and alert. At the hospital they performed blood work, and they treated the patient with unspecified medication. The patient stayed at the hospital for overnight approximately not more than 6 hours. At the time of the report the patient was feeling okay. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.